Manufacturer narrative:
It was reported that the compressor was not draining, resulting in damage to the ventilator air module. They suspected that the compressor drain valve was defective, resulting in the air compressor not draining, which led to damage to the ventilator air module. The hospital didn't agree on the terms for replacing the drainage valve why our field service engineer didn¿t repair the compressor. Our field service engineer confirmed later that the drainage valve won¿t be returned for investigation. The conclusion in this matter is that the reported drainage valve most likely was defective, but this could not be confirmed. As no goods were returned for investigation, the root cause of the failure could not be determined.

Event description:
(B)(4).

Event description:
It was reported that the drainage valve of the compressor was not functioning properly. There was no patient harm. (B)(4).